Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth of 8mm event is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical record/ images available for review. The final patient status was reported to be well, discharged home on the first or second post-operative day following a secondary endovascular procedure with a non-endologix stent. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with an enlarged aneurysm (5.48cm x 5.33cm to 5.92cm x 6.41cm) per duplex ultrasound sometime in (B)(6) 2019. The physician elected to treat the patient by relining with gore (non-endologix) devices on (B)(6) 2019. Final run using co2 demonstrated no endoleak present post reline. The patient reportedly tolerated the procedure well and was discharged home. As of date, there have been no additional patient sequelae reported.